Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision surgery because the inflatable penile prosthesis (ipp) would not inflate and the pump bulb would stay flat. After the procedure, the explanted reservoir was filled with saline and the physician saw a hole at bottom where fluid was draining out. No further harm was reported, the patient outcome after the surgery has been positive.